Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life issue with battery cap damage and battery compartment moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2015 with the following findings: a review of the pump history and black box data revealed no evidence of short battery life. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be cracked in the area below the grip pad. Evidence of moisture ingress was found on the inside of the battery compartment. The pump was able to maintain power with the test battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery life issue was not duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. (B)(4).